Event description:
It was reported that screws from a different kit were used with the fixator. The screws were incompatible and the fixator became loose after surgery. As a result, readjustment and tightening were performed.